Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 1999. Aneurysm and vessel morphology are unk. The pt has history of hypertension, myocardial infarction, hyperlipidemia, ejection fraction of 35-40 %, coronary artery disease, coronary artery bypass graft, atrial fibrillation, prostate cancer and epigastric incisional hernia. A CT scan demonstrated the stent graft had migrated distally approximately 17-19 mm and there is slight kinking of the graft; however, there is no endoleak. The pt's co-morbid condition leaves no available alternative treatment; therefore a talent aortic cuff was requested as a compassionate use for treatment. A 32 mm diameter x 45 mm length talent proximal cuff was successfully implanted in 2003. After implantation of the talent cuff it was noted that the contralateral limb was almost coming out of the gate; therefore the physician decided to deploy an aneurx iliac extension to join the stent graft components to ensure a long-term result. The pt tolerated the procedure and was sent to the recovery room in stable condition.